Event description:
Patient was fitted with a ring with support pessary. Within a couple of hours, the patient developed itching, irritation and swelling. The patient was later diagnosed with a bladder infection.

Manufacturer narrative:
Allergic reactions to silicone are rare. The patient's heightened sensitivity to latex and thirum mix may have cause the patient to be sensitive to silicone.